Manufacturer narrative:
The lot number for the device was provided; therefore, a lot history review was performed. The device was not returned to the manufacturer for evaluation; however, medical records were provided and reviewed. The investigation is inconclusive for malposition of the device. Based on the available information, the root cause could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced malposition of the device. This information was received from one source. One patient was involved with no patient consequences. The patient was a (B)(6) year-old male. Weight information was not provided.